Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during an unknown procedure, scissoring occurred when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # p94c67. Device analysis: the analysis results of the el5ml device found that it was received with no damage in the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed one partially formed clip due to an anti-backup failure and 1 conforming clip. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl and ratchet pawl spring were found to be out of position; this condition caused the anti-backup failure and partially formed clips. No conclusion could be reached as to what may have caused the ratchet pawl and the ratchet pawl spring to be out of position. The reported complaint could not be confirmed. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the packaging process. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.